Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis. The cause and treatment were not reported. It was not reported if the patient was hospitalized. The patient was not recovered and physioneal therapies were ongoing. No additional information is available.